Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction and subsequent chest pain and low blood pressure could not be definitively determined based on the information available. There was no ivl malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
This event was reported to shockwave medical via the post market empower cad clinical study. A shockwave c2+ intravascular lithotripsy (ivl) catheter was used to treat lesions in the mid left anterior descending (lad) and mid right coronary artery (rca). Lesion one was treated with ivl 90 pulses at 8 max atmospheric pressures (atm). Lesion two was treated with 120 ivl pulses at 8 max atmospheric pressures (atm). Two stents were successfully delivered. There was no report of an ivl device malfunction. The site reported the patient presented with a non-st-elevation myocardial infarction (nstemi) one year post index procedure. The patient had chest pain and low blood pressure. Workup included elevated hs-troponin levels at 91 ng/l, an electrocardiogram (EKG) with t-wave abnormality, and an echocardiogram. The coronary angiogram showed mid-rca in-stent restenosis (isr) which was treated with leaser atherectomy, percutaneous transluminal coronary angioplasty (ptca), and a drug-coated balloon (dcb). The patient was discharged two days later. The clinical site determined that the relationship of the nstemi was probable to the study device and causal/definite to the procedure.